Event description:
The pt had open reduction with internal fixation stryker t plate for the left comminuted tibial proximal fracture. The x-rays showed the alignment was ok after surgery. The pt complained of having headaches from 14:00 to 18:00 on each afternoon since jul 2004. In dec 2004 the pt went back to hosp because there was some liquid effusion from the incision. There is no positive finding after the pus cultivation in this hosp and another hosp. In dec 2004, the surgeon performed hardware removal. They found that there were some particles that looked like rust on the edge of two screw holes. The bone union is fine, but the related skin union is not.